Event description:
Boston scientific crm received info that the pt with this newly implanted implantable cardioverter defibrillator (ICD) noted that there was noise recorded on the right ventricular (rv) channel, exhibited by this transverse defibrillation lead. The pt noted that decisions were being made as to what to do next. They also questioned a new latitude system for their new device as their clinic wanted to monitor the lead using latitude. Additional info was provided that there was noise on the rv rate/sense channel, resulting in an inappropriate shock to the pt, and no pacing inhibition. To date, there have been no reported adverse pt effects associated with this clinical observation. Bsc was not able to provide an implant, explant or event dates.